Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Reportedly, a low power alert as well as an out of battery alarm occurred. Also, the luer lock connection disconnected from the tubing. The customer was able to reload the cartridge and prime the tubing until drips were seen.